Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined tower door 2 multiple failure. A field service engineer replaced the latches to resolve this issue and preventative maintenance performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 2 multiple failures. Customer stated unable to recover this failure and there were delay in patient care. There were no adverse events or injuries reported based on this event.